Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure on (B)(6) 2009 to treat stress urinary incontinence. According to the complainant, on (B)(6) 2010 the patient underwent further surgery due to erosion of the mesh. Several pieces of the mesh were removed during this procedure. Her current condition is unknown. All other information is unknown and reportedly unavailable.